Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation and the patient experienced groin access site complications (bleeding, pain, bruising) that resulted in scarring. The patient experienced bruising, pain, and scarring out of the norm at the access sites (on the left and right groin areas). There was a delay in healing of the access sites--the patient stated that the wounds took approximately two months to heal. It was also reported that the patient felt everything and was in extreme pain during the procedure. She tried speaking to the physician and anesthesiologist and she felt like they were not listening to her or paying attention to her. The extreme pain occurred for the full duration of the catheter exchange and during ablation. The patient also mentioned a seizure during the procedure and that nothing was done about it. She reported a history of seizures and that she had not had a seizure in a year prior to the procedure. A map shift had also occurred during the case, meaning that the patient's reference shifted. The map shift was caused by the patient's movement (as she was seizing). Her shoulders were shifted a little bit by a member of the medical team in an attempt to resolve the map shift issue. The procedure was completed. Afterward, the patient had contacted the hospital to try to schedule a wound check but that she had not heard back from them. The patient was reported to be in stable condition. No extended hospitalization was required. It was not confirmed that the patient had a seizure. No intervention or extended hospitalization was required. However, she reports of emotional trauma from the incident. As the access site complications resulted in scarring which is permanent, it is considered reportable for the us FDA. However, the pain the patient experienced during the procedure is considered a non-serious event as there is no indication any intervention or prolonged hospitalization was required. Seizure was not confirmed and thus is not coded.